Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-jan-2018 with the following findings: during the investigation, the pump powered on to a ¿cs127¿ alarm. Investigators were unable to investigate as pump failure to clear the alarm prevents adequate investigation. Multiple loss of prime warnings were observed in the black box with low non zero and zero force.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.